Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. Device history records review was completed for part: 356.823, lot: 2257477. Manufacturing location:(B)(4), release to warehouse date: apr 17, 2007. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Complained issue could not be replicated and/or confirmed based on the available information. No pictures and/or x-ray¿s were provided and no material was returned for investigation. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available (information or/and material), the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, open reduction internal fixation with proximal femoral nail antirotation (pfna) ii system was applied to surgery for femoral trochanteric fractures. When the surgeon tried to lock the pfna blade, the unknown impactor rotated freely, and the blade could not be locked. It was also observed that the connection part of blade, the part of the blade to connect to the impactor, was slightly deformed. The blade was replaced with another one of the same size. The surgery was successfully completed with a 30-minute surgical delay. There was no adverse consequence to the patient. Concomitant devices: impactor (part unknown, lot unknown, quantity 1). Pfna nail (part unknown, lot unknown, quantity 1). Screw (part unknown, lot unknown, quantity 1) . This report is for one (1) impactor for pfna blade. This is report 2 of 2 for (B)(4).